Event description:
The customer reported being hospitalized due to high blood glucose of 450mg/dl, and she had lost her insulin pump. The caller was in the doctor's office at time of call, and her blood glucose was between 400 to 600mg/dl. The customer stated that she had a dental implant, and she is in a lot of pain as well her blood glucose has been increased. The customer stated that she had not eaten, and she was crying and very upset. The customer did not feel well to provide further details on her admission. Attempted to call her back several times with no results. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.